Event description:
A report was received that a patient had an explant due to an infection. The patient had drainage at the pocket site and was given oral antibiotics. The infection was not device related and was procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the paddle lead was not explanted during the procedure on (B)(6) 2012.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan 2x8 lim 70cm lead. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient had an explant due to an infection. The patient had drainage at the pocket site and was given oral antibiotics. The infection was not device related and was procedure related. The patient is reportedly doing well.

Event description:
A report was received that a patient had an explant due to an infection. The patient had drainage at the pocket site and was given oral antibiotics. The infection was not device related and was procedure related. The patient is reportedly doing well.